Event description:
Facility reports, pt was raised in an autolift and swung out from over the bath. The care assistant leaned the pt forward to dry her back, when the pt fell forward off the chair. The clip-on seat had detached. Pt suffered from bruises.